Event description:
It was reported that an asymptomatic patient presented in the hospital for follow-up. Device interrogation revealed failure to capture on the right ventricular (rv) lead; chest x-ray was performed confirming lead dislodgement. The rv lead was explanted and replaced. The patient was in stable condition.